Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During initial implant procedure, inadequate capture threshold was observed on the right atrial (ra) lead at multiple positions. The lead was explanted and a new ra lead was implanted to resolve the event. The patient was in stable condition.